Event description:
Nurse was attaching chemo bag to adult secondary set luer lock and the vent opening came open spilling out the chemo medication. The entire vent tab was found to be separated from the actual spiked tubing set.